Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced.